Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned, and investigation completed by product analysis on 02-may-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The returned battery cap had stripped threads and was not able to secure properly to the pump to maintain electrical connection. With the damaged battery cap in place on the pump, the pump would not power on. Investigation duplicated the complaint. A test battery cap was able to secure properly to the pump and maintained electrical connection to power the pump. The pump was then exercised for 12 hours without any interruption in power. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
Unrelated to the original complaint, the display screen was noted to be dim/discolored.